Event description:
School nurse contacted further to report administration of an insulin injection to his son due to a high blood glucose reading. The levels normalized within the hour.

Manufacturer narrative:
Indications for use is designated for individuals 12 years of age or greater. Event not likely to lead to death, t: slim user guide instructs users to 'routinely check their bg levels at least 4 times daily (optimally 6-8 times daily) in order to detect hyperglycemia and hypoglycemia early." Additionally, t:slim user guide cautions users "to prevent dka or a very high bg, you must be prepared to inject insulin if delivery is interrupted for any reason." It is common practice for insulin users to check blood glucose values frequently to prevent levels from becoming severe enough to cause serious complications. Once investigation is complete a supplemental report will be filed.